Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the reported issue with customer getting errors m-02 was confirmed. The fse replaced the integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received, the integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. Per fa report, the reported issue of system displayed m-02-3 error was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. Visual inspection found the unit was in good condition. The unit will be returned to the original equipment manufacturer (OEM) for repair. A log review was performed. Per the review, the following was confirmed: system serial sk3538, event date 29-nov-2022, surgeon console name, and procedure name sacrocolpopexy/ gynecology. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the customer was getting recoverable errors, and the integrated electrosurgical generator unit (esu) was replaced to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the customer called and informed the intuitive surgical inc. (Isi) technical support engineer (tse) that they were getting errors with the integrated electrosurgical unit (iesu). The customer stated they saw c-00 and m-02 faults and they were able to clear the faults by power cycling the iesu. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the problem was identified during the procedure. Ports were already placed. Someone did call into the intuitive hotline for troubleshooting assistance. From what the staff could remember everything powered on as usual. It is possible that the error code was on the screen when booted up for the day and the circulator did not realize before case was started. There was no harm or injury to the patient.